Event description:
It was reported, the coil was stretched inside the catheter. No pt injury reported.

Manufacturer narrative:
Analysis of the device was conducted on 07/24/06 and showed that the implant section was missing from the pushwire system. Microscopic examination of the break point surface showed excessive tensile force exerted during a proximal pull on the system when withdrawing the coil causing the detachment wire to break. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.